Manufacturer narrative:
Concomitant medical products: fr995-25 tissue valve, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a mitral valve repair procedure, no sensing and loss of capture were noted on the patient¿s right atrial (ra) lead as well as loss of capture on the right ventricular (rv) lead. Short v-v intervals were also noted on the rv lead and this was suspected to be due to cautery during the procedure. Following the procedure, loss of capture and far-field r-wave oversensing were noted on the ra lead. The rv lead was capturing consistently but high thresholds were observed. The ra lead was programmed off and the rv lead was reprogrammed. A chest x ray was performed, and the patient was placed on a temporary pacemaker. The patient's implantable pulse generator remains in use. Further follow-up investigation revealed that the atrial lead was cut/damaged during the surgery, and the rv lead had been disturbed. Another procedure has been planned to extract and replace the complete system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. If information is provided in the future, a supplemental report will be issued.